Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. UDI: (B)(4). The expiration date is currently unavailable. The device manufacture date is currently unavailable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be submitted accordingly.

Event description:
This is report 3 of 4 for (B)(4). It was reported from china that during a rotator cuff repair procedure, it was observed that the vapr s90 w/ hand controls device generated sparks; and therefore, was not used on the patient. Another like device was used to complete the procedure. There were no adverse consequences to the patient nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: d4, h4: expiration date, UDI, and device manufacture date corrected.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. The investigation summary has been updated to reflect the correct information. The device was received and evaluated, on visual inspection, the electrode's cable is in good condition as well as the connector and pins. The suction tube shows saline residues. The shaft is in good condition. The active tip shows signs of activation. The device will be sent to the manufacturer for further review. Manufacturer evaluation result for vapr s90 w/ hand controls: device 2 - device is in used condition with no obvious damage. Handle assembly is in good condition. Cable and plug assembly are in good condition. Electrical test: the device passed all parameters. Functional test: the device was connected to a vapr vue generator (gml4808/4). The device passed all the tests. From our investigation we were unable to confirm the customer reported issue "that during the operation, the device generated sparks." Visual inspection did not reveal any defects to the plastic manifold with no evidence of any charring occurring as with device 1. Testing at atl UK shows device 2 was immediately recognized and found to pass both electrical and functional testing, with no sparking or any other issue being detected. Activation was found to be consistent and as expected. The returned complaint device 2 was found to meet the manufacturers specification; therefore, no further investigation is possible regarding the returned complaint device. A manufacturing record evaluation was performed for the finished device u2304113 number, and no non-conformances were identified. The overall complaint was not confirmed as the observed condition of the vapr s90 w/ hand controls would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. D4: lot number and UDI corrected.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: d4, h4: the expiration date and device manufacture date were reported as unknown on the initial report; and have been updated accordingly. Therefore, UDI: (B)(4).

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: investigation summary: the device was received and evaluated. Visual inspection determined that the electrode's cable was in good condition as well as the connector and pins. The suction tube showed saline residues. The shaft was in good condition. The active tip showed signs of activation. The device was sent to the manufacturer for further review. Manufacturer evaluation result for vapr s90 w/ hand controls: device 2 - device was in used condition with no obvious damage. Handle assembly was in good condition. Cable and plug assembly were in good condition. Electrical test: the device passed all parameters. Functional test: the device was connected to a vapr vue generator (gml4808/4). The device passed all the tests. From our investigation we were unable to confirm the customer reported issue "that during the operation, the device generated sparks." Visual inspection did not reveal any defects to the plastic manifold with no evidence of any charring occurring as with device 1. Testing at atl UK shows device 2 was immediately recognized and found to pass both electrical and functional testing, with no sparking or any other issue being detected. Activation was found to be consistent and as expected. The returned complaint device 2 was found to meet the manufacturers specification; therefore, no further investigation is possible regarding the returned complaint device. A manufacturing record evaluation was performed for the finished device u2304029 number, and no non-conformances were identified. The overall complaint was not confirmed as the observed condition of the vapr s90 w/ hand controls would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.